Manufacturer narrative:
The local area field representative was contacted for additional information. There is no plan for further follow up at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing, and pacing inhibition on both the right atrial (ra) lead and the right ventricular (rv) lead. There were also inappropriate mode switches noted due to the noise. Boston scientific technical services (ts) advised following up with the patient for further troubleshooting. This product remains in service. No adverse patient effects were reported.